Manufacturer narrative:
The customer did not supply any patients' demographics such as ages, dates of birth, sexes or weights. The initial reactive results were obtained with toxo igg reagent lot 592858 while the equivocal results obtained upon repeat were obtained with toxo igg reagent lot 592857. Date of expiration of reagent lot 592857 is 15sep2016 and date of manufacture is 14sep2015. Date of expiration of reagent lot 592858 is 15dec2016 and date of manufacture is 11dec2015. There is no evidence that the access toxo igg reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. No hardware issue was found on the instrument. (B)(4). All mdrs associated with this event are: 2122870-2016-00260; 2122870-2016-00261; 2122870-2016-00262; 2122870-2016-00263. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible toxoplasma gondii igg (access toxo igg) results for eight (8) patients involving the laboratory's access 2 immunoassay access clinical system (serial number (B)(4)). This MDR addresses the results obtained on the laboratory's access 2 immunoassay access clinical system (serial number (B)(4)) on (B)(6) 2016 for patients 5 and 6. For these two patients, the initial access toxo igg results recovered reactive. The customer reanalyzed the patients' samples three (3) additional times on the same laboratory's access 2 immunoassay access clinical system and obtained one (1) equivocal result and two (2) non-reactive results for each sample. There was no report of patient injury or change in patient treatment associated with these events. MDR 2122870-2016-00260 addresses the results obtained on the laboratory's access 2 immunoassay access clinical system (serial number (B)(4)) on (B)(6) 2016 for patients 1, 2, 3 and 4. MDR 2122870-2016-00262 addresses the results obtained on the laboratory's access 2 immunoassay access clinical system (serial number (B)(4)) on (B)(6) 2016 for patient 7. MDR 2122870-2016-00263 addresses the results obtained on the laboratory's access 2 immunoassay access clinical system (serial number (B)(4)) on (B)(6) 2016 for patient 8. Calibration, quality controls (qc) and system check were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The customer did not provide any data regarding sample collection, sample handling or sample processing but no issues with sample integrity were reported by the customer.